Event description:
Quotation customer complaint: "pt was having a bilateral laparoscopic inguinal hernia repair - during the procedure the pt's position was altered (legs up and head down) resulting in the distension balloon exploding in the extraperitoneal cavity. The balloon was removed and appeared to have particles of rubber missing." Result of further inquiry: the balloon that burst was the ring-anchor-balloon, not the distension balloon. Referring to physicians statement the pt is doing well.

Manufacturer narrative:
The incident took place in another country. The device is approved in the us, but has not been marketed yet. No device has been imported to the us.